Event description:
The customer reported that the insulin pump had error alarms while being at her doctor's office for a back up plan. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and followed by constant tone. Anomaly isolated to the motherboard.